Event description:
As alleged on (B)(6) 2015, the patient underwent a tot (transobturator tape) procedure for treatment of urge incontinence and was implanted with mesh. As reported on (B)(6) 2015, the patient experienced uti, urge incontinence and returned to hospital during which the patient was put on antibiotics. It was reported that over the next few years the patient had back pain, recurring uti's, pain on the right side, painful sex, autoimmune issues including vitiligo, lichen sclerosis, diverticulitis and urge incontinence. Reportedly the patient had pre-op on (B)(6) 2024 and has been waiting for a date for removal of the tot mesh. Note: the information provided by the contact lists lot numbers for two devices an adjustable single-incision sling used to treat stress urinary incontinence and a bard flat mesh.

Manufacturer narrative:
As alleged, post mesh implant the patient experienced some postoperative adverse events including urinary tract infection, urge incontinence, pain, and autoimmune disease. Based on the limited information provided, no conclusion can be made as to the degree to which the bard/bd device, may be causing or contributing the patient's clinical course. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2014. Note: the information provided lists lot numbers for two different devices an adjustable single-incision sling and a bard flat mesh. It is unclear if the bard flat mesh was used in some way during the tot procedure. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As alleged on (B)(6) 2015, the patient underwent a tot (transobturator tape) procedure for treatment of urge incontinence and was implanted with mesh. As reported on (B)(6) 2015, the patient experienced uti, urge incontinence and returned to hospital during which the patient was put on antibiotics. It was reported that over the next few years the patient had back pain, recurring uti's, pain on the right side, painful sex, autoimmune issues including vitiligo, lichen sclerosis, diverticulitis and urge incontinence. Reportedly the patient had pre-op on (B)(6) 2024 and has been waiting for a date for removal of the tot mesh. Note: the information provided by the contact lists lot numbers for two devices an adjustable single-incision sling used to treat stress urinary incontinence and a bard flat mesh.

Manufacturer narrative:
As alleged, post mesh implant the patient experienced some postoperative adverse events including urinary tract infection, urge incontinence, pain, and autoimmune disease. Based on the limited information provided, no conclusion can be made as to the degree to which the bard/bd device, may be causing or contributing the patient's clinical course. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2014. Note: the information provided lists lot numbers for two different devices an adjustable single-incision sling and a bard flat mesh. It is unclear if the bard flat mesh was used in some way during the tot procedure. Addendum: h11: this supplemental MDR is submitted to correct the labeled for single use field. Updated fields. Corrected field: h5 (labeled for single use). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.